Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of light guide bundle was chipped due to component failure of the light guide bundle and rigid tube was dented cause due to component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had light guide bundle was chipped and rigid tube was dented. There was no patient involvement.